Event description:
The customer contacted beckman coulter, inc. (Bci) to report that unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for nineteen pt samples. The erroneous results were reported out of the lab. It is unk if there have been any changes to pt treatment as a result of this event. However, there have been no report of death or serious injury. The ion selective electrode (ise) system was calibrated in the morning and a quality control (qc) was run. The calc results were within the lab's established ranges. During the day, physicians notified the lab that all of the calc results were too low. The calc electrode tip was replaced and new ise reagents were loaded. The ise system was recalibrated and qc recovered within the lab's established ranges. The calc results were still low. Three samples were sent to another lab to be run. The results were higher. The lab issued amended reports on those three pt samples. This is report 4 of 19 medwatch reports filed for this event for pt 4 of 19 pts.

Manufacturer narrative:
A bci field service engineer (fse) replaced the carbon bridge in the system. The repair was verified and there have been no further occurrences of low calc results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events. This MDR represents event 4 of 19 reported by this customer. This MDR is related to the following mdrs that have been reported.